Manufacturer narrative:
(B)(4). Date sent: 02/02/2016. (B)(4). Additional information requested and received: how was the device removed from the patient? The closing trigger broke while opening it and using a forceps the safety was disengaged and hence the jaws could be opened. Did the jaws of the device eventually open? Yes, that¿s why the specimen could be taken out. When the gun got stuck, did the device deliver any staples? Yes, the first firing was done and device had delivered staples. Staples were formed properly. Staple line was not complete , only first firing was done and after that the gun got stuck. When the gun got stuck, did the device cut? No. Was there any patient consequence as a result of the procedure being prolonged? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. First firing meaning ¿ first stroke of the firing sequence. The device locked out after first stroke. It cut and stapled approx. 11mm. The analysis found that one long60a device was returned with the closure trigger broken and in the opened position and with an ecr60g cartridge loaded on the device partially fired 1/3 consistent with an incomplete or interrupted cycle. No further functional test was performed due to the condition of the closure trigger. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, she fired the green cartridge on the antrum (first firing), that's when the gun got stuck. The surgeon tried to open the jaws of the gun, tried to bring back the knife using knife reverse switch, but nothing worked. It is unknown what was used to complete the procedure. There was a delay of sixty minutes. There were no adverse consequences for the patient reported.